Event description:
Procedure: gastrectomy. Reportedly, there was an inadequate sealing. A small amount of bleeding (less than 50 cc) occurred when the sealed tissue was cut. Ligation was used to treat the tissue and to stop the bleeding.